Event description:
Pt undergoing a percutaneous transluminal rotational ablation. Rotablator wire tip severed and remains in the proximal portion of the first circumflex marginal branch. Pt had marked tortuosity, he also experienced slow flow in the left circumflex and also in the anterior descending later on during the procedure. Further analysis also revealed that there were multiple filling defects in the left main coronary artery. Pt hypotensive and hypoxic. An intra-aortic balloon pump was placed, pt was stabilized with IV dopamine, he was also intubated and taken to the operating room for emergency bypass surgery. This was completed successfully and the pt is recovering well at this time.